Event description:
Boston scientific rec'd info that the patient implanted with this s-ICD and electrode experienced and infection. The patient was scheduled to undergo an explant procedure to remove both the device and electrode. No additional adverse patient effects were reported.

Manufacturer narrative:
It is believed that the device and electrode were explanted as scheduled. The products were not expected to be returned. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.